Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 15, 2024 ¿ august 19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the fill port cap was damaged. The cap appears to have been squeezed by some kind of tool or equipment. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of large volume folfusor was damaged. The damage was described as, ¿like someone has chewed it¿. This issue was observed before compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.